Manufacturer narrative:
Event description updated to reflect the information received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-dec-20. It was reported that the patient was receiving 2000 mcg/ml of fentanyl at 390.38441 mcg/day and 25 mg/ml of bupivacaine at 4.87981 mg/day at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. Further information received on 2019-jun-13 indicated the patient exited the study on (B)(6) 2018 and the reason for exit was the patient withdrawal of consent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-dec-21. It was reported that regarding the cause of the pump positioning, no factors were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving fentanyl (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient complained of the pump catching on things, and it was hurting. The clinical diagnosis was pump placement. The patient's intrathecal (it) meds were being weaned and titrated "own" on (B)(6) 2018, pending explant. The event was ongoing. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-dec-19. It was reported that the clinical diagnosis was pain at the pump site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient experienced pain at the pump site in their buttocks. It was noted that the patient was asked if they wanted to move it and she declined. The pump was explanted. The issue was resolved at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the pump was at end of life and patient chose not to replace. Other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown.